Event description:
I received lasik eye surgery and four days after, noticed hundreds of little floaters. My retina, however, was not detached. They have not disappeared, nor do I expect them to. I now get many headaches and can't concentrate on anything for more than a few seconds. My eyes were very dry before the surgery, and my pupils were still a little bit dilated from the consultation. I suspect that one of those is what contributed to this problem.